Manufacturer narrative:
Investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for side pierced sleeve with the incident lot was observed. The customer sample was evaluated by visual examination and the indicated failure mode for side pierced sleeve with the incident lot was observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of pierced sleeves was not observed. Bd was not able to identify a definitive root cause for the side pierced sleeve. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder with attached multi- sample adapt., the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: the team was filling tubes for dv assessment when several tubes broke on the filling instrument. The broken tubes were isolated and the cannula was found to have pierced through the side of the sleeve, resulting in a skewed sleeve.